Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was sent to the FDA on 7/27/98).

Event description:
After intra aortic balloon pump for 24 hours, the iab leaked. (Event complications: unknown - reported 6/3/1998.) (Pt's current status: unk - reported 6/3/1998.)